Event description:
During a cataract extraction procedure, white particulate that looked like salt came from this handpiece. The physician was able to aspirate it all from the eye. There was no pt injury.

Manufacturer narrative:
This handpiece failed the filter test. Numerous non-metallic particles were seen on the filter. The account has been in-serviced on the proper cleaning techniques.